Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high capture threshold and high, out of range pacing impedance were observed. During lead revision, the patient experienced ventricular fibrillation. It was terminated successfully with an external shock. The lead was successfully explanted and replaced. The patient was stable.